Event description:
It was reported that last summer patient had been diagnosed with interstitial cystitis and had been getting one bladder infection after another. It was explained that patient felt awkward having to be running to the bathroom all the time, and had experienced uncomfortable feelings, burning and "stuff like that."

Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3889-28, lot# j0545165v, implanted: 2005 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).